Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that there is variation between the blood glucose level and the sensor readings. The blood glucose level was 250 mg/dl and the sensor read 60 mg/dl. There have been a few instances after calibration when the two readings have been off. No further information was provided.